Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call general unexpected restart alarm on the insulin pump. Customer's blood glucose level was 180 mg/dl. Troubleshooting for the unexpected restart alarm was performed. Customer advised the alarm occurred during normal use. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime/compromised force sensor system, unexpected restart error test and excessive no delivery test. No low battery/off no power/unexpected restart alarm noted. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, broken belt clip slot, cracked lcd window, cracked case and cracked battery tube threads.